Event description:
The customer performed a slap and shoulder instability repair in 2003. A revision surgery was performed one month later to remove pieces of a suretac iii that broke down in a patient's shoulder. The revision was due to the patient having a lot of pain and symptoms of synovitis - red and inflamed joint. The patient complained of pain and swelling and was brought in for revision surgery. At that time, the surgeon discovered that the head of the suretac had shattered into pieces. The shattered pieces were removed from the patient and the body of the tac was left in place. It was also stated that the surgeon did not take any additional measures to repair the instability.